Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 16 occurred during the fill cannula step of the load process. The customer was able to load a new cartridge and reported that their blood glucose level was not impacted.